Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Both rt / lt pedicles were cannulated and a working cannula placed. Synflate balloons were placed under fluoroscopy bilaterally to reduce fracture. After both balloons were deflated and removed, surgeon asked for cement to be mixed. After mix, components were poured together. I set timer for 60 seconds while cement was mixing. At 60 seconds, the cement was transferred to cement reservoir and a new timer was started. Injection cannula for lt side was filled and placed in working cannula. Cement was injected (4cc) under fluoroscopy. Surgeon removed reservoir from injection cannula and plunged it. New injection cannula was placed on reservoir. Surgeon attempted to fill and noticed pressure. Reservoir was removed and hardened cement was noted and attempt to clear. Tech was unable to regain flow and surgeon ask for a new kit opened, mixed a procedure was completed.